Event description:
Procedure type: nissen. According to the reporter: the device unloaded intracorporeally and the needle were disengaged from the jaws. This was likely caused by the surgeon accidentally touching black unload buttons. There was no report of patient injury, unanticipated blood/tissue loss, or extended operation room time.

Manufacturer narrative:
(B)(4)